Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be broken at the distal end and the pitch down cable was loose. The broken cable may have impacted in the non-intuitive motion of the instrument. There was no damage to the grips. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument was stuck. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.